Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the actuator motor is not working on this lift, will not go up and down. Dealer states the legs will not open, close properly.